Event description:
It was reported that during t2 scnl surgery, it was noted that the drill bit tip broke while drilling into the proximal true circle hole and was removed as part of the procedure. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that during t2 scnl surgery, it was noted that the drill bit tip broke while drilling into the proximal true circle hole and was removed as part of the procedure. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.